Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects of myocardial infarction, stenosis, thrombosis/thrombus, and the relationship to product, if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3, b6, and d6: estimated datesd4: the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under separate medwatch report. Literature attachment: article title ¿long-term clinical outcomes of biodegradable- versus durable-polymer-coated everolimus-eluting stents in real-world post-marketing study.¿

Event description:
It was reported in a summary article the long-term clinical effects of use of the xience v versus use of a non-abbott drug eluting stent (des) in patients from 2008-2020. The study found that during follow-ups that occurred within 5 years post stent implantation the xience v des demonstrated similar safety and efficacy as the non-abbott eps. During post procedure follow-up same patients experienced stent thrombosis, target vessel revascularization, myocardial infarction and death. Additional information can be found in the summary article, "long-term clinical outcomes of biodegradable-versus durable-polymer-coated everolimus-eluting stents in real-world post-marketing study."